Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation in 2005 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophageal dilation procedure the day prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon burst inside of the patient at 15mm. The device was replaced with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. Refer to MFR report #3005099803-2008-1812 for details regarding the second device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.